Manufacturer narrative:
The report of defective keypad for the bd alaris pc unit front case assemblies was confirmed. Inspection of the returned bd alaris pc unit front case assembly revealed corrosion was seen on trace 18 and 19 on the flex cable nearest to the keypad causing the pc unit to not power on. A device history based on the serial number showed that the devices were not returned to service. The qn database was also reviewed for component failures. No applicable component quality notifications were found. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
Prp - assy fr case w/ keypad- it was reported that customer replaced broken assy fr case w/ keypad. Pcu serial number (B)(4) would not power on and it's suspected the power button broke. On pcu serial number (B)(4), the silence button and option buttons would not respond. (The front case of pcu serial number (B)(4) was discarded.)